Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) after being implanted for 63 months. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Event description:
The ICD was returned.